Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device had near syncopal event during right ventricular auto threshold (rvat) testing. The rvat showed loss of capture (loc) with backup pacing. Technical services (ts) stated that there was same chamber blanking period of primary pace followed by backup pacing. The previous rvat test appeared to be similar, and thresholds were stable. This rv lead currently remains in service. No adverse patient effects were reported.